Event description:
It was reported that allegedly two limbs from a g2 filter detached and migrated. The filter was implanted one and one half years prior, due to dvt in the presence of trauma (broken wrist). The patient recently presented with chest pain. The physician ordered a cardiac cath procedure and allegedly discovered a limb in the pulmonary artery, which was removed by snaring it. The other remains adhered to the atrial wall. The filter was removed with a cone retrieval system, without incident. The patient is now asymptomatic.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. There was nothing found to indicate there was a manufacturing related cause for this event. This lot met all release criteria. The sample has not been returned as it will not be released by the hospital. With the information received and the evaluation, the result of the investigation was inconclusive and the root cause of the event is unknown. The current information for use (IFU) states: filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse clinical sequelae.